Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to over-sensing of a signal from the patient's left ventricular assist device (lvad). The patient felt discomfort due to the inappropriate shock. The ICD was reprogrammed, and the patient left in stable condition.